Event description:
It was reported that the patient alert sounded, and four days later, the patient received a shock. Oversensing and high rv (right ventricular) lead impedance, from 576 to 9200 ohms, was noted. The rv lead was replaced. Additional information was later received reporting review of a save-to-disk file showed evidence of lead fracture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Noise and high impedance was observed. The lifetime ventricular sic (sensing integrity counter) was 1199. The count before 2007, was zero. A high value of this counter can indicate a possible intermittency in the system. The ventricular pacing impedance measurement had been consistently in the 500s until the same day, when the value was 664 ohms. Then two days later, the value increased to 9200 ohms. It was reported that the patient alert sounded, and four days later, the patient received a shock. Oversensing and high rv (right ventricular) lead impedance, from 576 to 9200 ohms, was noted. The rv lead was replaced. Additional information was later received reporting review of a save-to-disk file showed evidence of lead fracture. No further patient complications were reported as a result of this event. No conclusion can be drawn. Impedance, high, lead(s), fracture of, oversensing, shock, inappropriate.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that manipulation of the lead did not result in change in impedance nor noise. The lead was capped and replaced. About 7 years later, an attempt was made to remove the lead. It is unknown if the lead was able to be removed or if it remains in the patient. The patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety.